Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead distal and proximal end got separated during device change out. This lead was abandoned surgically and is no longer in service. No adverse patient effects were reported.